Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker system was explanted due to an unknown issue. No new system was implanted. The patient condition was stable.

Manufacturer narrative:
Section b1 - 'malfunction' should no longer be selected. The reported event was infection. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the pacemaker system was explanted due to infection.